Manufacturer narrative:
Initial and final MDR (B)(4)- device 3 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced three infusion sets tube detachment events on (B)(6) 2024, (B)(6) 2024, and (B)(6) 2024. The site of detachment was tubing connector. The infusion set was in use for less than 3 hours. The blood glucose level was displayed high, and the patient was treated with correction bolus and drank water. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.